Event description:
It was reported that the pump displayed alert 38 indicating a stalled motor, the patient disconnected from the pump, managed blood glucose with subcutaneous insulin injections, and subsequently performed a successful dry run and supply change with new supplies; the event is consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia with blood glucose in the 340s. Outcomes included the need for unexpected medical intervention in the form of medication administration via insulin injections. Investigation included interviews and review of information provided by the user. Investigation of this case revealed a communications-related problem and a device issue characterized as failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.